Event description:
On (B)(6), 2010, the primary surgery was performed for opll. (Variable screws were placed at cephalic side.) In (B)(6) 2010 (exact date unknown), it was found that the plate appeared to be backing out and the primary curvature (backward curvature) was becoming prominent. The x-ray was rejected by the surgeon since the investigation was not requested.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.